Event description:
Intraoperative monitoring (iom) was used during a spine surgery case. At the end of the procedure, an acquisition needle was removed from behind the left knee. A small dark "pencil tip"-like dot mark was left in the skin where the needle electrode was placed. The small mark did not appear to be from a burn. The needle was found to have some pitting on its surface.